Manufacturer narrative:
The insulin pump received with blank display due to moisture damaged electronics assembly. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had post-reset ram crc alarm, history pointers failed and the history pointers are corrupted and also trace pointers are invalid. The insulin pump will be returned for analysis.